Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for a device implant. During the procedure, the right ventricular lead had low r waves and was repositioned multiple times. Afterwards the lead exhibited high impedance. The lead was removed and replaced. The patient was stable.